Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a patient. This case concerns a female patient of unknown age who had clot on back of her right calf after receiving treatment with synvisc. No medical history, concomitant medications or concurrent condition was reported. The patient had past treatment with synvisc shots in three different times and they worked well on her knee (the patient had at least 6 to 8 weeks without pain after the injections) and then her right knee started to bother her again and further went for next cycle of shot. On an unknown date, the patient received first shot of the next cycle of treatment with intra-articular synvisc injection at a dose of 2 ml (4th shot in total into the right knee (batch/lot number, expiration date and frequency: not provided) for osteoarthritis. It was reported that the patient's knee was ok. On (B)(6) 2014, the patient received second shot of the current cycle. On an unknown date in (B)(6) 2014, (1 or 2 days after second shot of cycle), the patient's right leg on the back of her calf started to get swollen. It was reported that the patient was referred to the vascular surgeon and found a clot back of her right calf. It was reported that the patient was currently using the cream (B)(6) on her right knee. Further reported that the patient would like to get another shot of synvisc. Action taken: unknown. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: important medical event.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2015: this is an initial case concerning a female patient who received treatment with synvisc for osteoarthritis in her right knee and after one or two days after the shot developed clot on back of her right calf. As per the temporal relationship the role of synvisc cannot be denied. However, due to lack of information regarding patient's underlying concurrent medical conditions and concomitant medications precludes the complete medical assessment of the case.